Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the image: a segment of green suture could be observed in the center of the frame. Image: a segment of green suture and an endostitch needle were observed. The needle was disengaged from the suture. Image: two segments of green suture and an endostitch needle were observed. The needle was disengaged from the sutures. It was reported that the needle was detached. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5 additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic diagnostic thoracoscopic image plicadura procedure, at the time of making a knot while repairing the diaphragm, the needle detached from the thread when the surgeon tried pulling the suture to check for breakage after finishing the cx (surgery). The issue occurred in three sutures from the same vial. The surgeon did not trust the knots and opted to start from scratch using a competitor's suture to resolve the issue. This led to 30 minutes or more extended surgical time. There was no patient injury.

Manufacturer narrative:
Concomitant products: 170041, 170041 endo stitch tri 2-0 grn 18 s'dac (lot#:j2a0645y), 170041, 170041 endo stitch tri 2-0 grn 18 s'dac (lot#:j2a0645y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic diagnostic thoracoscopic image plicadura procedure, at the time of making a knot while repairing the diaphragm, the needle detached from the thread when the surgeon tried pulling the suture to check for breakage after finishing the cx. The issue occurred in three sutures from the same vial. The surgeon did not trust the knots and opted to start from scratch using a competitor's suture to resolve the issue. This led to 30 minutes or more extended surgical time. There was no patient injury.